Manufacturer narrative:
Consumer reported experiencing pain after using product. Consumer sought medical attention and was diagnosed with corneal abrasion in both eyes. (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the event reported has some similarities with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The consumer reported that she has recovered. The recommendation by the consumer's doctor to replace the product lens case more frequently may suggest that improper use could have contributed to the event. Additional medical information has been requested but not provided. The product was not returned for evaluation and the lot number is unknown. The consumer reported that she has recovered.

Event description:
Consumer reported that she visited the emergency room (ER) at one in the morning because of pain she experienced subsequent to using the product in question. The consumer reported that the ER doctor indicated that she had "scratched eyes" and that the doctor provided an unknown medication. The consumer reported that she saw her regular doctor the next day and that she was prescribed an unknown medication for pain. A representative from the consumer's doctor¿s office indicated that the consumer was diagnosed with corneal abrasion in both eyes and that the doctor related it to a peroxide reaction. The patient was instructed to replace the product lens case more frequently. At a follow-up appointment, the office representative also indicated that the consumer was diagnosed with keratoconus in both eyes. Additional medical information has been requested from the consumer's doctor but has not been received. The consumer reported that she has recovered. The event described may be related to the application of unneutralized hydrogen peroxide coming in contact with the eye.